Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Provider states chair is not driving right. He says the batteries he just took out had 16 volts on one and 17 volts on the other. Call was dropped from bad reception on cell phone. No further information at this time. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.